Manufacturer narrative:
Manufacturer ref no.:(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door not fully latched messages, which were confirmed and not reproduced. The messages were found to be caused by loose link screws. The screws were replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the door fully not latched message. There was no patient involvement.